Manufacturer narrative:
Results: sample evaluation: one opened 5ml packaged syringe was received by bd canaan and confirmed to be from batch #7001997 (p/n 309646). The sample was visually evaluated. The syringe does not have any visual defects. Trace amount of silicone was observed inside syringe. The amount observed is normal and necessary for the product to function properly. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch #7001997: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001997 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. No rejectable defects confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that a ¿sticky substance¿ was found near the plunger on a 5 ml bd luer-lok¿ syringe sterile, single use prior to use. No report of injury or medical intervention.